Manufacturer narrative:
Detailed product information was not provided to bsc. The information was provided to bsc via mw5168072 and did not include device information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a heart block. During a pulsed field ablation (pfa) procedure, after completing the cavotricuspid isthmus line with the farapulse system, a heart block was observed. The heart block was confirmed and noticed on the electrogram displayed on the carto 3 system and the recording system. While the physician was performing the cavotricuspid isthmus line, all catheters were removed, and a healthcare professional reviewed the electrogram, discovering that the patient had entered heart block. Additionally, it was the physician's first time using the farapulse system on a cavotricuspid isthmus line. The procedure was already completed when the heart block was noticed. The patient left the lab in heart block without receiving any medical intervention. It is unclear if any treatment was administered afterward, and the patient's last known status remained in heart block. No further information is available.